Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). It was also found that the upper case and side bail covers were broke, lower case corroded, battery release, battery drawer o-ring, battery drawer, and heart lead flex contaminated, and battery contacts compressed.

Event description:
It was reported that the device will not power on, even with a good battery. The self-test begins, and the device appears to power on, then shuts off. Battery voltage was verified to be 9 volts. There was no patient involvement with the device.